Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system integrity testing. Test shocks were delivered with shock impedance measurements that were high, but within range. The patient will continue to be monitored, and the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert for a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made and the ICD remains in service. No adverse patient effects were reported.